Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7176840, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the leads migrated. The patient underwent lead replacement procedure. The patient was recovering well postoperatively. No explanted components were recovered, and no product returns are expected.